Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital for an unrelated reason. Upon interrogation, no capture was noted in the right ventricle and right atrium. Programming changes were performed; however capture still could not be obtained. The right ventricle exhibited poor sensing and no sensing was noted in the right atrium. The device was reprogrammed and the patient was asymptomatic.

Manufacturer narrative:
The reported field event of no capture and sensing issues were not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received notes the system was explanted and replaced on 12/19/17. No further information was provided.

Manufacturer narrative:
Correction: the event date should have been (B)(6) 2017 rather than (B)(6) 2017.

Manufacturer narrative:
Manufacturer report number: 2017865-2018-00128 previously reported. Date received by manufacturer as dec 21, 2017. The correct date is dec 18, 2017.